Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient received insulin flow blocked alarm on (B)(6) 2026 during therapy but the insulin exits the tubing so there is no malfunction based on complaint information. Patient experienced high blood glucose levels for about two hours which was treated with manual shot of insulin. The current blood glucose level documented was 151 mg/dl. No further information available.